Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that the probe cutting was stopped after a minute during the vitreous aspiration/cutting phase of vitrectomy surgery. The suction function was working correctly. The surgery was completed after changing the probe with another one. Vitrectomy probe came in contact with the patient's eye, but there was no impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received without a tip protector in a tray. The sample was visually inspected and found to be nonconforming with the inner cutter in the port and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The actuation and cut functionalities of the returned probe were unable to be tested due to no movement of the inner cutter in the port. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling, the fillet was deemed conforming, no presence of adhesive observed on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The actuation and cut functionalities of the returned probe were unable to be tested, due to no movement of the inner cutter in the port. The cause for the inner cutter no movement in the port is the separation of components within the probe, which is a potential contributor factor for the reported cut failure at the time the reported event was observed. No presence of adhesive observed on the inner cutter; therefore, the exact root cause of the inner cutter detachment cannot be determined; however, a manufacturing related root cause cannot be ruled out. A non-conformance investigation has been initiated associated with the inner cutter/coupling detachment. All probes are 100 percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is:(B)(4).